Manufacturer narrative:
Qn#: (B)(4). The device (catalog#: de-25703s-ag1) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports that the guide wire unraveled during placement. The guide wire was removed completely and without incident.

Event description:
The customer reports that the guide wire unraveled during placement. The guide wire was removed completely and without incident.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.